Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, there was an early failure. No additional patient or event information is available. Data was provided for evaluation. The reported early failure was confirmed via data. The root cause could not be determined.